Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: frequent replace battery alarms were observed in the black box history. The pump electrical current draws were tested and were within specifications. There was evidence of corrosion in the battery compartment. A leak test was performed and the pump leaked at the display lens. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.